Manufacturer narrative:
(B)(4). This complaint for system error 2240 is confirmed because the patient reported to disconnecting and then reconnecting himself during the dwell stage. The cause was determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510k number cannot be provided since the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use during drain 3of 5. The home patient (hp) stated that the hp had disconnected in dwell cycle and then reconnected. The hc was now alarming. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.